Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated ptis in the ICU for a fall and is needing an MRI of the brain due to a brain bleed. Caller stated they are unable to locate the pt's handset and communicator as the pt has dementia and is not able to tell them where it is. Caller stated they already have a replacement coming, but is wanting to see if a rep can come to the hospital to put the device into MRI mode. Caller also mentioned that, so far, the therapy is working great and pt has stopped wetting themselves, however the pt mentioned that the positioning of the device has bothered them for the last few months. Caller states it's causing the pt pain. Caller mentioned the pt is set to have the surgery for this on november 1st but it could get delayed due to what's happening with the pt's brain. Caller states currently pt has a catheter in right now due to them being in the hospital and not being mobile. The patient was redirected to their healthcare provider to further address the issue. Pt services reviewed hcp can page the rep to the location. Caller also mentioned unrelated medical issues such as screws in their back and neck. Caller states the neck screw has come loose due to the fall which they saw on a CT scan.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.